Event description:
Broken open door sensor on this pump. Broken sensor was found during biomed testing. No pt involvement has been reported at this time. Pump will be sent to baxter's repair center for eval.